Event description:
It was reported that the "fiber became en-fire at 150,000 joules." The procedure was completed using a second fiber. Patient outcome: "patient did great."

Manufacturer narrative:
Refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.